Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. A visual examination of the returned device found that the first flange fully expanded and deployed. Furthermore, the axios slider was broken; therefore, the functional inspection related to the deployment of the stent could not be performed. The product analysis could not confirm the reported event of stent failure to deploy, as the first flange of the stent was returned fully expanded and deployed. Additionally, the axios slider was found broken; therefore, the functional inspection related to the deployment of the stent could not be performed. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician, could have resulted in the damage encountered in the device, this damage could have caused the inability to deploy the stent during the procedure. Moreover, for the device that was returned with the first flange fully expanded and deployed. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Additionally, stent partially deployed is an anticipated adverse event in the IFU.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was attempted to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the prosthesis never opened despite several manipulations. It was unknown if how the procedure was completed. There was no patient complications reported as a result of this event. Note: this complaint has been deemed reportable based on the investigation findings which revealed the axios stent was partially deployed.